Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, episodes of atrial fibrillation were observed which resulted in atrial mode switching, however some of the episodes were noted as noise. Reprogramming to increase atrial sensing was done to resolve the issue.